Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 8 months post implant the vad coordinator reported that the pt had experienced an unexplained pump stop. Log files were reviewed by thoratec technical services and confirmed that a pump stop occurred while the pt was connected to their power module. The MFR also received the attached user facility report (B)(4) from the (B)(6) registry which indicated that the pt had ischemic colitis and gastric ischemia at the greater curvature of the stomach due to lvad thrombosis. This reportedly required the hosp to be more aggressive with antithrombotic therapy. A decision was made to exchange the device. The pt returned to the operating room the following day for sternal closure.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. (B)(4). No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.